Event description:
It was reported patient underwent a bankart suture shoulder procedure on (B)(6) 2012. During the procedure, the base of the anchor fractured in the shaft, causing patient to retain a foreign body and resulting in a delay greater than 30 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under precaution, states: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01836/01838).

Manufacturer narrative:
This follow-up report is being filed to relay product identification and product evaluation, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. Evaluation of device found evidence that failure mode was due to improper bone preparation and/or excessive torque on the implant. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl or tap." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01836-1 / 01838-1).